Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected and leak tested. The microscope test revealed that both cylinders had wear at fold in the proximal end and middle of the cylinder. The first cylinder had a hole in the middle of the cylinder from sharp instrument. The second cylinder had two holes in the distal end of the cylinder from sharp instrument. The cylinders finding is most likely consistent with damage during the explant procedure. Leaks were identified. Based on the information available and analysis results, the allegations of mechanical issue and cylinder hole were unable to be confirmed.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product did not work properly. Two weeks later a surgery was performed, as a result of the inspection, it was confirmed that the cylinder was broken. The cylinders were explanted and replaced. No patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) did not work properly. As a result of the inspection, it was confirmed that the cylinder had a broken. The cylinders were explanted and replaced. No patient complications reported.